Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 900 mg/dl. Customer was hospitalized for one week for high blood glucose and was wearing the pump at the time but sometimes does not wear the pump. Blood glucose at time of call was 400+ mg/dl. Customer did not want to troubleshoot. Customer was advised to monitor pump and follow up with doctor regarding high blood glucose.